Manufacturer narrative:
(B)(4). Reporter's full name, complete address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the coupling tool side was worn out. It was noted that the tool coupling had a defect. It was further determined that the device failed pretest for mode switch-test, check trigger and electric control unit (ecu) function, functional test, check saw blade coupling, and check for correct clamping nut (without bore). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the head of the battery oscillator handpiece device was rotating unaccompanied. It was not reported if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.